Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited high pacing impedance and high capture threshold. Loss of capture was also noted. Programming changes were made resolving the issue. Patient condition was stable.